Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15285191, description: next generation anchor kit-sterile. Sc-8216-50 (sn:(B)(4)) the complaint has been confirmed. The visual inspection revealed that the paddle end was missing electrodes #8 and #16. In addition, electrode #7 was partially dislodged from the paddle end. Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics. Sc-4316 ( lot: (B)(4)) visual inspection found that one of the clik anchors has both eyelets were fractured and one have one eyelet torn through. It was missing a small piece of silicone.

Manufacturer narrative:
Additional information was received that the clik anchor was completely removed. The missing piece was just not sent back with the other items.

Event description:
A report was received that during a patient¿s lead revision, several contacts fell out from the lead. The lead was loose; the contacts were broken and were floating in the epidural space. The physician suspected malfunction on the lead. The patient underwent a lead replacement. All contacts from the lead were retrieved from the patient's body. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a patient¿s lead revision, several contacts fell out from the lead. The lead was loose; the contacts were broken and were floating in the epidural space. The physician suspected malfunction on the lead. The patient underwent a lead replacement. All contacts from the lead were retrieved from the patient's body. The patient was reportedly doing well postoperatively.

Event description:
A report was received that during a patient¿s lead revision, several contacts fell out from the lead. The lead was loose; the contacts were broken and were floating in the epidural space. The physician suspected malfunction on the lead. The patient underwent a lead replacement. All contacts from the lead were retrieved from the patient's body. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).